Manufacturer narrative:
The lead was returned due to patient death. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of any conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient has deceased during implant procedure. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.